Event description:
It was reported that the monitor on the 9600 sys was "flickering". There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Identified the need to replace the scan converter. Scan converter has been ordered and will be replaced when rec'd. It is believed that this will address the noted issue. If add'l info should indicate otherwise, a f/u report will be submitted as required.